Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used in the gastro-esophageal junction during an achalasia balloon dilation procedure performed on (B)(6) 2015. According to the complainant, the patient was sedated 15-20 minutes before the physician was in the room. During the procedure, the knob on the side for pneumatic inflator was almost impossible to turn and a hemostat wrench was needed to turn it. The patient was then intubated due to respiratory concerns. Outside of the patient the balloon was tested with the pneumatic inflator and it was noted that the hand pump was stuck at 15 psi and could not be increased to 20 psi. Reportedly, the needle did not return all the way to zero and would rest between 2 and 3 psi when it was tested outside the patient. The procedure was completed with this device at this time. The patient¿s condition following the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of gauge reading inaccurately. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.